Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the access site adverse event was use related to patient movement as the hematoma occurred after patient lifted their arm above their head. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. Death and vascular injury are known potential adverse events of the impella 5.5 per the instructions for use.

Event description:
Impella 5.5 was inserted via right axillary artery in a 63-year-old male for pre-operative placement. The patient¿s comorbidities included coronary artery disease with previous CABG, and dialysis. The patient¿s clinical state prior to initiation of support was scai stage e. On day 9 of support, it was reported the patient was reaching above their head and experienced pain under the right arm, below the 5.5 axillary access site. A golf ball sized hematoma was noted below and lateral to the 5.5 axillary access site. Manual pressure was applied for approximately 20 minutes. The hematoma and pain resolved. On day 13 of support, the impella 5.5 was explanted and the patient expired. Death and vascular injury are known potential adverse events of the impella 5.5 per the instructions for use.